Manufacturer narrative:
Analysis of the pump revealed no significant anomalies. It was thought the pump¿s battery had depleted normally. It had been implanted for nearly thirteen years. The catheter was incomplete and returned in segments. Analysis of the catheter revealed no significant anomalies, and the catheter passed all acceptable testing.

Event description:
It was reported a patient¿s pump and catheter were explanted due to infection. The medication used within the system was morphine sulfate 25 mg/ml.

Manufacturer narrative:
Product ID 8703, lot # j94142072, implanted: (B)(6) 1994, explanted: (B)(6) 2013; product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.